Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose due to being on a feeding tube. The called did not know the exact blood glucose value. The caller stated that the customer had oral cancer of the tongue and was receiving chemo. The customer was diagnosed in (B)(6) 2015. The customer had kidney failure; only 40 percent of the kidneys were working. The customer had staph infection for twenty-eight days. The caller stated that the customer passed away on (B)(6) 2015, at home. The cause of death was massive heart attack. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.